Event description:
On 05/02/2000, the MFR received a medwatch report (uf# not included) that states the following: balloon burst while in pt's carotid artery. Outcome unknown at this time. The catalog number on the facility's medwatch report was incorrect and a lot number was not provided. As a result, on 05/02/2000, the MFR contacted the facility's risk manager to obtain the correct info. On 05/26/2000, the facility's risk manager informed the MFR's representative that the correct catalog number of the device in question is 400-40-9f, lot number i051499-19. Additionally, risk manager stated that the product would not be returned to the MFR for analysis. The facility's risk manager was informed that since the product would not be returned to the MFR for analysis, the MFR's investigation of this event would be limited to a trend analysis, a review of the device history record and testing of retain samples. No further details were provided.